Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient¿s right ventricular(rv) lead exhibited loss of capture, noise due to a possible fracture and r-wave amplitude variation. The impedance jumped out of range in (B)(6) of 2018 but has stabilized ever since. Programming changes were made. The patient was stable.

Event description:
New information received stated the right ventricular and right atrial leads were capped and replaced on (B)(6) 2019. The patient was stable post procedure.